Event description:
The physician was attempting to treat a lesion in the carotid artery. The physician started inserting a competitor guidewire through the dual end spider fx catheter after preparation. However, he felt resistance and the guidewire did not come out of the wire port easily. The physician eventually managed to get the guidewire to come out of the wire port. The procedure completed without further issue. Evaluation summary: the spider fx was received for evaluation. The capture wire was fractured and no filter assembly was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.